Manufacturer narrative:
Approximate age of device ¿ 3 months.a correlation between the device and the reported events could not be conclusively determined. The patient remains ongoing on lvad support and no additional complaints have been reported at this time. Stroke and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, revealed the device met applicable manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced an ischemic stroke confirmed via CT scan. The patient developed slight right-sided paresis with speech problems. The symptoms completely receded. No additional information was provided.